Event description:
During a hernia repair procedure, the device misfired and the cartridge disengaged. The surgeon removed the cartridge with manipulation. The hosp reproted that no pt injury had occurred.

Manufacturer narrative:
09/15/1997-supplemental report #1 submitted to FDA.